Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a progressive rise in pace impedances to measurements greater than 2,000 ohms. Rv auto-capture also showed a rise in threshold prior to the switch to unipolar, and threshold measurements were normal post-lss. Technical services (ts) recommended further evaluation as there were some false ventricular tachycardia (vt) episodes with oversensed noise. It was noted that intrinsic conduction was observed throughout the noise. Additionally, the rv lead was left in unipolar and for continued monitoring, and the data suggest there was an issue with the rv ring. This pacemaker system remains in service. No adverse patient effects were reported.